Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. The account failed to input the correct lot specific scaler values. The account entered mmol/l scaler values rather than the appropriate % values. The hb1c method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. The siemens customer care center representative instructed the customer to input the correct values for their units of reporting. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A customer complained of falsely elevated hb1c results obtained on qc and survey samples. Patient results had been reported to physicians during a period in which incorrect scaler values had been entered for the hb1c method. After bias was detected and a subsequent investigation, it was determined that incorrect scaler values had been entered by the account for calibration. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated hb1c results. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.